Manufacturer narrative:
(B)(4). An investigation is in process. A follow up MDR will be submitted when the investigation is completed.

Event description:
The account stated that the cell-dyn 1800 analyzer has generated low hemoglobin (hgb) results on two patient samples. On patient #2, three samples were tested on different dates and the results were 7.7, 8.4 and 7.9 g/dl. The patient was sent to the hospital for a 2 unit blood transfusion. The hospital redrew the patient and the test results were higher at 8.2, 8.9 and 9.0 g/dl. The doctor was then consulted by the hospital and the doctor decreased the blood transfusion from 2 units down to 1 unit of blood. The hospital checks with the doctor before giving blood transfusions when hgb results are 10 g/dl and below. There was no adverse impact to the patient as the unit of blood was corrected.